Manufacturer narrative:
Additional information was received that the infection was not device related and it was unknown what caused it.

Event description:
A report was received that following a lead pull the patient was presented with superficial infection. Symptoms of redness, fluid discharge and tenderness were noted. The patient was prescribed antibiotics.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following a lead pull the patient was presented with superficial infection. Symptoms of redness, fluid discharge and tenderness were noted. The patient was prescribed antibiotics.